Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that in 2009, dr. Revised failed durom cup. Upon exposing the joint, he found the cup to be grossly loose, and had no fixation whatsoever.